Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device had an oil leak between swivel and housing. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had an oil leak between the housing and the swivel. Therefore, the reported condition was confirmed. It was determined that this was due to loctite deterioration. The device showed signs of damage caused by the sterilization process/immersion during cleaning, which is failure to follow the directions for use. The assignable root cause was determined to be component damage caused by misuse, abuse, and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.